Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and experienced the following event. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted for contraception. On (B)(6) 2014 hysterosalpingogram was done. According to the reporter, hsg was a little unclear. The proximal marker appeared to have separated approximately 4 mm from the rest of the device. Contrast was seen within left proximal tube to midpoint of device, however did not extend to distal portion of device. Spillages from either tube were not seen. Follow-up information was received on (B)(6) 2014. On (B)(6) 2014 an essure was inserted. The physician said that procedure was uncomplicated; saw trailing coils, no resistance. On (B)(6) 2014 hsg was performed and showed that 1 tube-device looks normal. Other side device looks like a u shape. The right side looked ok and had no spillage. The left-prox marker of left coil device was separated by the rest of the device by about 4 mm. Small amount of contrast was extended to mid coil none beyond the distal end of the coil. There was no evidence of intraperitoneal spill from tube. She was concerned of a potential perforation. No further information was provided. Follow-up information was received on (B)(6) 2014. Follow-up attempts have been made, with no response.

Manufacturer narrative:
Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and in the confirmation test, hsg, the proximal marker appeared to have separated approximately 4 mm from the rest of the device concerned of a potential perforation and on hsg device looks like a u shape. The events, on hsg device looks like a u shape and the proximal marker appeared to have separated approximately 4 mm from the rest of the device interpreted as device breakage, are non-serious events. The event assumed as a device breakage is unlisted in the reference safety information for essure and regarded as near-incident due to possibility to cause injury under less fortunate circumstances. The remaining events are listed. Concerned of a potential perforation is serious due to medical importance. Fallopian tubes perforation may occur during essure insertion mainly in the difficulty insertions. Device breakage can occur specially in difficult insertions or removals. In this case, the conditions of the insertion procedure were not provided. It was only reported that when the patient underwent the confirmation test, the hysterosalpingogram was a little unclear. The proximal marker appeared to have separated approximately 4 mm from the rest of the device and on hsg device looks like a u shape. Given the information provided, causality between the events and essure use is assessed as related. A technical analysis is being sought.

Manufacturer narrative:
Ptc investigation result was received on 16-jul-2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: in many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is "separated", as stated in this case, since the distance between radiopaque markers is longer than anticipated; however, the device is not actually separated. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "separated". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: this case reported breakage due to separation of proximal marker in hsg film but this event is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "separated". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and in the confirmation test,hsg, the proximal marker appeared to have separated approximately 4 mm from the rest of the device concerned of a potential perforation and on hsg device looks like a u shape. The events, on hsg device looks like a u shape and the proximal marker appeared to have separated approximately 4 mm from the rest of the device interpreted as device breakage, are non-serious events the event assumed as a device breakage is unlisted in the reference safety information for essure and regarded as near-incident due to possibility to cause injury under less fortunate circumstances.the remaining events are listed . Concerned of a potential perforation is serious due to medical importance. Fallopian tubes perforation may occur during essure insertion mainly in the difficulty insertions. Device breakage can occur specially in difficult insertions or removals. In this case, the conditions of the insertion procedure were not provided. It was only reported that when the patient underwent the confirmation test, the hysterosalpingogram was a little unclear. The proximal marker appeared to have separated approximately 4 mm from the rest of the device and on hsg device looks like a u shape. Given the information provided, causality between the events and essure use is assessed as related. After the ptc final analysis the technical investigation concluded "unconfirmed quality defect" and noted that hsg images can be misinterpreted as being "separated". Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.